Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited whitish foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Information added to h3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material inside the air/water tube and air/water cylinder could not be identified and the root cause for this event could not be determined. It is unknown whether there was a deviation from instructions of use (IFU) in reprocessing steps at the locations where foreign material remained. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.